Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins was bulging and flipped. The patient was asking the manufacturer's representative (rep) to meet at the healthcare provider (hcp) office. The patient stated that the ins was bulging a few months back. The hcp confirmed that the ins had flipped in (B)(6) 2017. The patient wanted the rep to meet at the hcp appointment on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.